Manufacturer narrative:
H3, h6: one device was returned for analysis. Review of the event history log (ehl) showed force sensor error. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the lead screw slipping and both clutches were worn, the parts were over eight years old. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced both clutch halves, leadscrew, and spring. The manufacturer representative cleaned and calibrated the pump, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump exhibited a failed pin and travel coarse error. There was no patient involvement.